Manufacturer narrative:
During use of an outback catheter it was reported that the needle would not fully retract into the catheter. There was no patient injury mentioned and the physician was able to complete the case via a different technique. No additional patient or procedural information was provided despite multiple attempts. One non-sterile catheter outback was received coiled inside a plastic bag. Blood residues were noted in the catheter. The catheter measure 120.5cm of length and the cannula measure 9.66 mm of length. The measures were found inside specification. The cannula was received deployed. The cannula was found separated of inner key. No other anomalies were observed in the returned device. Insertion/withdrawal test was performed with lab sample 0.014"gw and no obstruction was noted since the gw was inserted in the cannula guide wire port came out the hub as expected during functional test. The catheter shaft/nosecone spins smoothly as the rhv was rotated. The applicable cannula deployment test could be not performed since the cannula was received deployed and was unable to be retracted during functional test. The cannula and inner key were reviewed to look for evidence of welding process, the inner key has evidence of welding in both sides; however the cannula only showed two welding points instead of the four expected. The unit was analyzed and the final outcome was to escalate the complaint. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint cannula/needle (outback only) retraction difficulty-partial reported by the customer was confirmed since the inner key and the cannula were found separated. The exact cause of welding absence found during analysis could not be conclusively determined. A risk assessment has been initiated to evaluate this issue.

Event description:
During use of an outback catheter it was reported that the needle would not fully retract into the catheter. There was no patient injury mentioned and the physician was able to complete the case via a different technique. No additional patient or procedural information was provided despite multiple attempts.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.